Manufacturer narrative:
Product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
A manufacturer representative (rep) reported there were high impedances on all cases. No symptoms were reported. A healthcare provider via the rep reported that the ins was replaced with a new ins. It was planned to be a unilateral battery replacement. Alligator clips were used to do an impedance check with the new battery, and impedances were slightly lower, but still over 2000 ohms. The physician elected to attempt reprogramming if needed. The cause of the issue was not known. No further issues reported. The patient was implanted for parkinson's dual and movement disorders. Refer to manufacturer report #3007566237-2017-03260 for details pertaining to the reportable related event.